Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Previous medwatch submission noted rupture. Healthcare professional later reported that the device was found to be in tact during explant surgery. The device has been explanted. Upon further information, allergan has determined that the event of rupture did not occur.

Manufacturer narrative:
Corrected data: g.3. Aware date of supplemental medwatch 1 should have been listed as 09nov2023.

Event description:
Initial medwatch submission noted rupture. Healthcare professional later reported that the device was found to be in tact during explant surgery. The device has been explanted. Upon further information, allergan has determined that the event of rupture did not occur.